Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff reported the wires of the megasuturecut needle driver instrument broke at the tip and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint wires broke from the tip is confirmed. One grip close cable is broken at the distal idlers. Idler pulley spins freely and was not damaged. Cable segment sticks out at wrist. Other cables at wrist are not damaged. No other damage found.